Event description:
It was reported that this during a routine device check for this implantable cardioverter defibrillator (ICD) that had been implanted for a few months, the battery status indicated seven years remaining and a power consumption of over two hundred percent. A disk analysis was performed that confirmed the power consumption was significantly higher than anticipated. It was noted that they pacing percentage was zero percent. It was thought that the home environment or poor communicator placement might have been contributing, so a field representative was sent to the patient's home to verify the communicator set-up. They were able to send two successful transmissions that averaged three or four minutes, and it was reported that the patient had multiple home security cameras and an lvad device with battery pack in use. The next transmission three days later indicated that there was a valid radio frequency overuse condition due to medium interference. The device remains in-service. No adverse patient effects were reported.